Event description:
Caller reported a cartridge alarm occurring during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the proper loading technique and assisted in loading a new cartridge, but the alarm recurred. Consequently, technical support arranged for a replacement pump to be sent to the caller, provided instructions for storing and returning the problematic pump, and advised on steps for using the replacement pump. The customer understood and acknowledged all instructions given.